Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
During preventive maintenance the ventilator device failed for the o2 mixer test. The log files are not available to confirm this. The issue did not result in any patient harm. Worst case this issue could lead to hyperoxemia (spo2 >98%) what makes this case reportable.

Manufacturer narrative:
It was reported the o2 mixer service software test failed. The o2 mixer test is a specific procedure performed within the maintenance (service software) of the hamilton ventilator. This test is designed to assess the functionality and accuracy of the oxygen mixing system, ensuring that the ventilator delivers the correct oxygen concentration to patients. To address the issue, the o2 mixer assembly (msp161179) was sent to be replaced by the end customer. There was no response after three requests for additional information if replacing it resolved the issue.